Manufacturer narrative:
Additional devices listed in this report: cat # 6020-0130, lot # unknown, description: accolade tmzf hip stem #1. Cat # 626-00-42e, lot # unknown, description: modular dual mobility insert. Cat # 542-11-50e, lot # unknown, description: trident psl ha cluster 50mm. Cat # 6260-9-328, lot # unknown, description: 28mm +8 lfit v40 head. Cat # 2030-6516-1, lot # unknown, description: three - 6.5 cancellous bone screws 16mm. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience. The devices are not available for evaluation as they remain implanted in the patient. Additional information has been requested and if received, will be provided in the supplemental report. Device remains implanted.

Event description:
It was reported that the patient is experiencing pain in hip. Update (B)(6) 2013: it was reported over the phone that the patient has had pain since having surgery in 2011. Patient states that the pain has slowly gotten worse. Patient reports pain in the groin area and the outside of her hip. She also states that she has pain three inches below the ball part of her hip to just above the knee.

Manufacturer narrative:
The patient is (B)(6) in height. An event regarding pain involving a restoration adm liner was reported. The event was not confirmed. The exact cause of the reported pain could not be determined based on the information provided. A CAPA trend analysis was conducted for the reported failure mode and concluded pain may result from other factors not necessarily related to the device.

Event description:
It was reported that the patient is experiencing pain in hip. Update june 17, 2013: it was reported over the phone that the patient has had pain since having surgery in 2011. Patient states that the pain has slowly gotten worse. Patient reports pain in the groin area and the outside of her hip. She also states that she has pain three inches below the ball part of her hip to just above the knee.